Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error. Data analysis confirmed the bd error was due to frequent magnet application. The s-ICD remains in service and there were no adverse patient effects reported.